Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There is no documentation in the medical records supporting a possible association between the liberty cycler and the event of peritonitis. However, there was a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. Based on the medical records information, it appeared this (B)(6) end stage renal dialysis (esrd) patient presented to their pd clinic with fibrin in their effluent, pain, vomiting, was diagnosed with escherichia coli peritonitis, and was prescribed ceftazidime 1mg and cefazolin 1mg. Dose regimens and routes were not reported. The patient's pd nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. The DHR indicated a damaged top cover. The top cover was replaced and it resolved the encountered physical damage. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's wife stated the cycler had a drain complication alarm on (B)(6) 2016 and that the patient had fibrin. The pd patient's wife stated she was taking care of the patient's fibrin with antibiotics. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient had fibrin and had been diagnosed with an episode of peritonitis on (B)(6) 2016. Per pdrn the pd patient was treated with heparin for fibrin and was doing fine. The patient had vomiting and pain as symptoms of peritonitis. Patient treated with ceftazidime and cefazolin both 1mg. The patient was not hospitalized and was treated in center. Culture showed presence of ecoli. Per pdrn he had spoken with the patient's wife regarding the incident and stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. Per pdrn, as of (B)(6) 2016, the signs and symptoms of peritonitis resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.